Event description:
A surgeon reported uveitis in a patient's right eye after intraocular lens implantation. The patient was treated with steroid eye drops. It was reported that the patient's symptoms are currently being alleviated with steroid eye drop treatment. There is no product sample available for this event as the intraocular lens remains implanted in the patient's eye.

Manufacturer narrative:
A product sample was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a viscoelastic and handpiece, which aren¿t qualified for the lens/cartridge combination used. The manufacturing investigation has not identified a root cause to date. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in(B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).